Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. G4: additional PMA/510(k) number k133339.

Event description:
It was reported that implant was placed (B)(6) 2024 - patient called the next day, still numb - implant was removed immediately with bone graft. Tooth #20. (B)(6) 2024 - patient came in having numbness left side. Pa taken - implant is close to nerve. Symptoms as a result of the event: paresthesia.

Manufacturer narrative:
Zimvie received one (1) tsvtwh10, (imp, tsv, 4.7, 10, mtxf, mg,ha) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. However, no apparent damage / malfunction to the implant was identified that would cause or contribute to the reported event. Markings are likely due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1264495. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1264495 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿nerve damage¿ the customer did submit three (3) x-ray images for the reported event. The reported event was confirmed based on the x-rays provided. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 5, the most likely root cause determined from the investigation is inadequate treatment planning. Therefore, based on the available information, an implant malfunction did not occur since no apparent damage / malfunction to the implant was identified that would cause or contribute to the reported event. The reported event of the nerve injury was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.